Event description:
Bronchoscope was inserted through swivel connector that was attached to endotracheal tube (ett). When examining lung, the physician noticed a circumferential silver coating on a short segment of lung. Bronchoscope removed. Upon examining the end of the bronchoscope, it appeared that the sheath that covers the distal end of the scope had been peeled back and approximately 1cm of silver metal was now exposed. Scope removed from service. Swivel connector intact. Different bronchoscope inserted through swivel adaptor. Silver coating suctioned from mucosa of lung. Lung was then irrigated with saline then aspirated into a trap. The swivel adapter is the adapter the staff was trained to use. Upon inspection there is plenty of space for the scope to fit through the adapter. The scope must be well lubricated. It seems that the scope may have been inserted through the adapter but it may have scraped along the top of the adapter instead of going directly in the middle of the adapter and that could have caused the scope to peel back as described. Staff has been instructed to be sure the scope is well lubricated.======================manufacturer response for bronchoscope, olympus (per site reporter).======================the manufacture repaired the end of the scope (replaced the tip) and additional training was provided to staff regarded lubrication of the tip.what was the original intended procedure?bronchoscopy.